Event description:
It was reported by the affiliate that during an esophagus repair the device was attached to the anvil onto the trocar and approximated together. The surgeon then noticed that the staples had fallen out of the cartridge. The case was completed with like device with no patient consequence.